Event description:
A 1/4 inch tip of the plastic trocar sleeve broke off. After a search of the patient and the room we were unable to locate the tip. It is likely not in the patient, but we have no way of knowing. We did submit a previous medsun report with the same issue. We were recently notified by stryker of a voluntary recall for this same trochar believed to be breaking after reprocessing. We removed all of our stock that was on our shelves, however, this was a brand new trochar and had not been reprocessed.